Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. The customer did not provide the access accutni+3 reagent lot number associated with the event. Therefore, the access accutni+3 reagent expiration date and manufacture date can not be determined. Access accutni+3 quality control (qc) recovery associated with access 2 immunoassay system serial number (B)(4) was within the customer's established ranges after the event. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided. All mdrs associated with this event: 2122870-2015-00690, 2122870-2015.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for three (3) patients. The samples from the three (3) patients (designated as patients one (1) through three (3)) were analyzed in triplicate using access 2 immunoassay system serial number (B)(4) and once using alternate access 2 immunoassay system serial number (B)(4) and results above and within the laboratory's normal reference range were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2015-00690 will address the non-reproducible access accutni+3 results associated with access 2 immunoassay system serial number (B)(4). Access accutni+3 quality control (qc) recovery associated with access 2 immunoassay system serial number (B)(4) was within the customer's established ranges before the event. The customer did not supply information regarding the collection or centrifugation of the patient samples.